Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. After further review, an initial emdr for this complaint was incorrectly submitted. The complaint was created in error, there was no reported customer dissatisfaction related to this event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
It was determined that the event involved a routine battery due for calibration on routine check and no malfunction was identified.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that during routine check, the cardiosave iabp (intra-aortic balloon pump) showed fph cardiosave battery maintenance error. There was no patient involved.